Event description:
The customer reported that he received a prime rewind alarm on his insulin pump and the drive support cap was popping out. The customer's blood glucose level was not known. The customer stated that insulin was squirting out during the priming process and that the insulin pump reset itself. Customer stated he did not have a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the basic occlusion test due to protruded and or loose drive support disk. The drive support cap was inspected and no anomaly was noted. The device had cracked lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.